Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected that the battery was exhibiting premature depletion. Subsequently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected that the battery was exhibiting premature depletion. Subsequently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
This report is being sent to correct d6a. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial act init, type), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician suspected that the battery was exhibiting premature depletion. Subsequently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being sent to correct d6a.